Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hem-o-lok clip applier instrument was analyzed; failure analysis found the primary failure of the failed functional clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The clip would stay on the instrument but did not release the clip when attempting to apply the clip. The instrument passed engagement and was able to retain the clip through engagement, but could not apply and release the clip. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the hem-o-lok clip applier instrument clips were loaded on the clip but it would not clip. The procedure was completed with no reported injury. Follow-up has been performed to request additional information related to the event. No further details have been received as of the date of this report.